Manufacturer narrative:
Device was not evaluated due to no sample was returned for investigation. Investigation results: as of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint may be reopened. A review of the device history record for the serial number supplied showed that a defective pcb (printed circuit board) was replaced and following the exchange this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution.

Event description:
It was reported that the device was overheating.